Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported inflation issue and the reported unstable stent were able to be confirmed. The reported material rupture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate calcification. A 2.75x12mm xience alpine rx stent delivery system (sds) was prepped (air aspiration) outside the anatomy prior to use. The alpine was advanced toward the target lesion. An attempt was made to inflate the system and the pressure gauge was not increasing. Reportedly the balloon was partially inflated. It is unknown how many inflations and to what pressure the system was inflated. Upon removal the stent was noted to be partially dislodged on the sds. The alpine was removed and a balloon rupture was suspected. An unspecified device was used to treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.